Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's cine disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error related to the system's cine function. The error was by-passed by the customer but the system's cine option would no longer function. No patient serious injury or death was reported related to this event.